Event description:
The haptic of the cq2015a three piece collamer lens broke off in the injector as the lens was being inserted. The lens was removed and replaced with another same model lens. This customer uses a competitors cartridge and is aware that this is off label use.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber, three piece foldable intraocular lens. (B)(4). Visual inspection of the lens showed a haptic and part of the optic was torn off and missing. There was clear surgical residue on the lens. (B)(4).